Event description:
Caller reported a cartridge alarm 30 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, advising the customer to use the current pump and rely on an alternate method if necessary. The customer was notified they would receive a pump with updated software and instructed on various steps, including returning the old pump and programming a new one. Customer will continue to use current pump.